Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: evis lucera gif/cf/pcf type 260 series operation manual chapter 3" preparation and inspection" shows how to detect the event. Evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 "cleaning, disinfection, and sterilization procedures" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's report was confirmed. In addition to the malfunction reported in b5 the following was also discovered; the light cover glasses were stained and worn, the optical cover glass adhesive was worn, the outlet pipe was crushed, the distal end cap was damaged, the distal end adhesive was worn, the insertion tube had delamination, the control body aspiration housing colored ring was damaged, the control body air/water housing colored ring was damaged, the pin unit was corroded, and the water flow and water removal were not to specification. The customer reported to olympus that the user facility was trained by olympus for processing practice in accordance with IFU. The customer did not provide any information regarding failure and/or issues on the reprocessing practice. No further information will be provided. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a blockage in the channel system. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: contamination was identified in the air / water channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.